Manufacturer narrative:
The suspect medical device catalogue number and lot number were updated on 14nov2019. Catalogue number was changed from 08d06-39 to 08d06-77; lot number changed from 05031be00 to 05301be01. Review of complaint activity determined that there was normal complaint activity for the likely cause lot 05031be01. Tracking and trending report review for the architect syphilis tp reagent determined that there were no related trends. A retained reagent kit of lot number 05031be00 (lots 05031be01 and 05031be00 are sublots containing the same material) was tested in a sensitivity setup, including additional replicates of a sensitivity panel. The results of this setup did not implicate that the performance of the lot is negatively impacted, and no false non-reactive results were obtained. Manufacturing documentation for the likely cause lot was reviewed and did not identify any issues. Additionally, labeling was reviewed and sufficiently addresses the customer's issue. Based on the investigation, no systemic issue or product deficiency was identified for architect syphilis tp reagent.

Manufacturer narrative:
This report is being filed on an international product, architect syphilis tp, list 8d06-39, that has a similar product distributed in the us, list number 8d06-31. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a patient information: no further patient information was provided.

Event description:
The customer reported (B)(6) architect syphilis tp results for a pregnant female. The sample generated (B)(6) on the architect and (B)(6) on an enzyme immunoassay and tppa method. The sample was further tested and generated (B)(6) results on rpr, roche ((B)(6)) and an abbott analyzer ((B)(6)) at alternate facility. No impact to patient management was reported.